Manufacturer narrative:
(B)(4). Pump received with flashing white lcd screen. Unable to perform displacement test, sleep current test, active current test, and self test. Test p-cap locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to flashing white lcd screen. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and in the battery tube. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and battery tube threads - cracked.cosmetic damage was confirmed at the back of pump along battery side. Unable to download was confirmed due to flashing white lcd screen. Flashing white lcd screen confirmed due to moisture damage on the lcd flex connector. Moisture damage was confirmed on pcba 1, pcba 2 and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Customer returned pump for alleged cosmetic damage located at the back of pump along battery side found on (B)(6) 2022

Event description:
Information received by medtronic indicated that, the back of the pump along battery side was cracked. Moisture observed at the lcd screen. Customer stated pump was in pool. No harm requiring medical intervention was reported. The customer had discontinue to use the device.